Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they are having some issues with her stimulator. Agent asked about falls or traumas and pt mentioned that she had a "slip" pt stated her stimulation feels a little different since that "slip" on her buttocks and they have trouble with the 3 different programs that they use. The patient was redirected to their healthcare provider to further address the issue and to schedule an appt with a field rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient met with hcp on (B)(6) 2024 - no damage to (devices) reported per CT scan/hcp. Reprogrammed with a manufacturer rep on (B)(6) 2024 and stim seems to be working as usual - some pain relief low back but not complete pain free.